Event description:
On 11/8/02 kmi was notified of the explant of a subtalar m.b.a performed at the discretion of the attending physician as a matter of routine practice for his mba pts after a 6 month period.